Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient reports experiencing instability, pain, decline in activity level and the knee felt loose and wobbly. The patient underwent a revision surgery approximately 4 years post implantation where it was found that the hardware was loose and not cemented. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (04) ¿ femur. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 03517.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Reported event is unable to be confirmed due to limited information provided by the customer. The DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00129, 0001822565 - 2021 - 00131, 0001822565 - 2021 - 00132.

Event description:
It was reported that patient is experiencing unknown complications after an unknown amount of time post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a3, b4, b5, d2, d10, g1, g3, g6, h1, h2, h6, and h10.

Event description:
It was reported that a patient was revised approximately four years post implantation due to pain, stiffness, instability, and difficulty with adl¿s. During the revision early debonding of the femoral and tibial components was noted. All implants were explanted. No intraoperative complications were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: x-rays show radiolucency around the components, loose cement was removed, obvious signs of de-bonding. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.